Event description:
The manufacturer became aware that a user of the dreamstation 2 advanced auto CPAP had states burning smell coming from the device. The device was returned to the manufacturer¿s product investigation laboratory for investigation. Pil tech was able to confirm the device powers on, provides airflow, the heater plate heats, however, a known good, heated tube did not heat up. Review of the error logs shows the device has 613.6 blower hours, 613.5 therapy hours, and 1 instance of e-178 (err_bt_app_reset), a continue error. During the investigation, pil observed an unknown dust contaminant on the water tank lid. Hair-like particles were observed on the center enclosure and also on the bottom enclosure.   The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.